Manufacturer narrative:
Additional information: the detached fragment was removed with a non-medtronic balloon. The device did enter the patient's vasculature. The patient is alive and unharmed, with no further injury. Sections b.1. Adverse event or product, b.2. Outcome attributed to adverse event, and h.1. Type of reportable event updated. Initial reporter phone number updated. Image analysis: one video was received from the account. A still image taken from the video appears to show a detachment of the on-ramp. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: one 7fr telescope guide extension catheter was received for analysis. The push member and on ramp were detached from the lumen. The detachment site was at the push member/spade marker band weld. The on-ramp material was uneven and jagged at the detachment point, and it showed signs of torquing. No other damage evident to the remainder of the device. Correction: a launcher guide catheter was also used. There is no reported complaint with the launcher guide catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one 7f telescope guide extension catheter during a procedure. The device was inspected with no issues noted. The device was prepped per IFU with no issues noted. It was reported that the shaft detached at the entry port during delivery to/at the lesion. The detached fragment was removed. The patient is alive with no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.